Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or other product condition may have contributed to the reported high blood glucose. The customer reported smelling insulin and she thought the cannula may have come out of her skin (though she did not report observing that it had). If this occurred it would cause interrupted insulin delivery and contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt delivery," and that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." To treat hyperglycemia it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."

Event description:
Customer reported that her blood glucose at 1:08 pm on (B)(6) 2011 was 347 mg/dl and it rose to 351 mg/dl by 2:05, at which time she was going to eat about 40 grams of carbohydrate, so she administered a 4.0 unit bolus dose of insulin. At 5:04 pm her bg had increased to 410 mg/dl, so she took an additional 3.4 unit bolus. Forty five mins later, with bg measuring 488 mg/dl, she deactivated the device. She stated that she smelled insulin when she removed it and that she "thought the cannula had come out," but she didn't observe the cannula out of her skin.